Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" and "motor fault" alarm during patient use. The customer reported that there was no patient harm and the patient was transferred to a back up device.